Manufacturer narrative:
(B)(4).

Event description:
This 29 mm sjm epic valve was implanted on (B)(6) 2015. This valve was explanted on (B)(6) 2015 due to endocarditis. The patient is reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation indicated there was fibrous thickening and calcifications on all cusps. There was fibrous pannus ingrowth on the inflow surface of all cusps and on the outflow surface of cusp 3. Cusp 3 contained two tears in the free edge. There was a thin layer of fibrin on all cusps, and focal fibrin thrombus at the base of cusp 3, on the outflow surface. Special stains were negative for organisms, and no acute inflammation was present. There was no evidence found to suggest the cause of the fibrin, calcification, pannus, tears, and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported event remains unknown.